Event description:
It was reported that within 13 minutes of starting dialysis treatment with a polyflux 140h, the patient experienced precardiac discomfort and dyspnea. Dialysis mode was replaced and ultrafiltration was stopped. The patient was treated with 50%g-s 40ml and 2-3l/min and oxygen was administered. After seven minutes, the patient still felt dyspnea. Dexamethasone 5mg was administered and the patient was relieved of discomfort and therapy was continued. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.